Manufacturer narrative:
(B)(4). Batch # p57y7n. Investigation summary: the analysis results showed that one gst60g cartridge reload was returned with several drivers out of position making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged at right proximal side. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damaged happened during transit. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during setup for a laparoscopic sleeve gastrectomy the reload was taken out of the box and it fell into pieces. A second green reload was used in its place. The procedure was completed with no patient consequences reported.